Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the unintended movement associated with the dc shaft positioning and positioning failure associated with leaflet grasping resulting in difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The target mr was located at anterior 2 and posterior 2 leaflets. The xtw entered the left ventricle without any problems and during grasping attempts, the clip was unable to grasp the valve properly. After trying to grasp the valve several times, the anterior tip of the leaflet got caught in the gripper. After some troubleshooting, the leaflet was freed, but the physician complained that the device was behaving strangely afterwards. When the dc (delivery catheter) handle was moved forward, the dc shaft unintendedly moved medially. No knobs were applied. The device was replaced with a new one. Although the replacement cds0705-xt also got caught on the anterior leaflet side, it was able to be freed from the leaflet, re-grasped, and implanted. The mr control was reduced to grade 1. The procedure was completed. There were no adverse patient effects or clinically significant delay.